Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced elevated blood glucose beginning on (B)(6) 2011, and she felt this was due to not getting insulin. She was admitted to the hospital on (B)(6) 2011 at 7:30 a.m, and blood glucose was 450 mg/dl. Patient was disconnected from the infusion device and was treated with an insulin IV drip. She was discharged on (B)(6) 2011. Patient inserted a flexlink plus headset on (B)(6) 2011 and continued to use the ultraflex tubing. Patient was advised these two items are not to be used together. Patient did not see any insulin leak between the infusion headset and tubing. Patient started to feel sick to her stomach on (B)(6) 2011. Target blood glucose is 120-150 mg/dl. No alert or error messages were received on the infusion device. Patient resumed infusion device therapy after she was discharged from the hospital using a new battery, cartridge, and a different type of infusion set. Prior to hospitalization, patient was advised by physician to increase her basal rates. She did not do this prior to the event, but basal rates were adjusted during troubleshooting call. Attempt to follow-up with patient was unsuccessful. No product was requested for evaluation.